Manufacturer narrative:
(B)(4). Was this device serviced by a third party?: no. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported burning smell from card cage backplane on architect i2000sr processing module during trouble shooting for cuvette stuck in process path. During troubleshooting the field service representative (fsr) found the pcb pressure monitor found to be out of order due to an inadvertent electrical connection by the customer. The 2amp fuse was blown. There was no visible smoke, fire or spark due to fuse blown. The fsr noticed charred component on pm preamp board. No injury to user was reported. There was no impacted to patient management.

Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
Component code: g03001. During the site visit by the field service engineer (fse) the analyzer was inspected and discovered that the found evidence of burning/scorching of the fuse 2amp (blown) on the bd, pressure monitor (rohs). The bd, pressure monitor (rohs)_part number 7-78585-03 was replaced was determined the likely cause for issue, which resolved the issue. There was no fire or smoke was seen nor any damage to the instrument. There was no injury to personnel reported. A review of the service history for the architect i2000sr (B)(6) analyzer revealed no additional issues were reported. A review of tracking and trending did not identify any trends for the architect i2000sr or the bd, pressure monitor (rohs)_part number 7-78585-03. The 2021 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. Labeling was reviewed and contains adequate information on troubleshooting, removal and replacement of the part. Based on the available information, no systemic issue or deficiency of the bd, pressure monitor (rohs)_part number 7-78585-03 or the architect i2000sr processing module, serial number (B)(6) was identified.